Event description:
The user facility reported to olympus that the high definition autoclavable camera head display has a flickering image during preparation for use. The diagnostic procedure was delayed and completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the flickering image due to a faulty charged coupled device. In addition, there was a leak found due to a crack in the scope connector. The paint was peeled from the head and discolored. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the intermittent flickering screen was due to a charge-coupled device (ccd) failure. The root cause of the ccd failure was unable to be identified. Olympus will continue to monitor field performance for this device.